Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "broke in half on insertion. Both pieces accounted for by self and scrub tech. Case was not delayed."